Event description:
Severe chronic headaches, weight gain, depression and mood swings which the doctor then put me on zoloft for (first time I have ever had to take an anti-depressant), absentminded, lower back pain, continuous stomach bloat. Then on (B)(6) 2014 I was having severe lower abdomen pains and not able to hold down any food. On (B)(6) 2014 I went to the emergency room because the abdomen pain was so intense and I was not feeling like myself on any level. The emergency room doctor informed me that the CT scan showed the coils had moved and one had punctured into my uterus. Update on (B)(6) 2014: doctor has agreed that a laparoscopic vaginal hysterectomy is what is best for me to remove the essure coils from my body. The following are all of the issues I have had since the coils were implanted in me: leaking left breast (like colostrum), constant severe headaches, neck and back of head pain, constant/severe bloating, depression/mood swings, incredible cramps/very heavy bleeding and clotting, periods on and off for 10-15 days, pneumonia 2 times even after have the pneumonia shot, lower back pain, severe pelvic and abdominal pain, weight gain that I can't get rid of no matter how much exercising and dieting I do, excessive fatigue, diminished brain function (brain fog/confusion/cloudy/ forgetfulness/short term memory loss), vitamin d deficiency, fainting, constant dry mouth, night sweats, all over itchiness, heartburn, hip pain, extreme irritability. All of these issues have put my life into a complete downward tailspin, I was always a happy and very social person so full of life and always coordinating events and fun things with family and friends and within the last 6-9 months when all these symptoms have really picked up and gotten worse I have hardly seen anyone or done much, if any, socializing because I am always in pain.